Manufacturer narrative:
The pod involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also advises that, if bg levels remain high four hours after a bolus was first administered, then, the pod should be replaced and a healthcare provider should be contacted for guidance. The pod history provided in the report shows that the device had been worn for 12 hours after the first unsuccessful correction bolus was administered.

Event description:
The customer's mother reported that her son wore the pod for seven hours and experienced continuously high bg levels (494-greater than 500mg/dl) despite multiple correction bolus attempts. As a result, he ended up in the emergency room; the hospital determined that his bg levels "went as high as 750mg/dl." Details of the customer's hospital stay were not provided. No specific failure mode of the device was identified. The pod will be returned for eval.